Event description:
Additional information was received from a consumer (con) stated that the patient stated that they recently had her pump replaced. The patient stated that the pump was not working properly, and the healthcare provider (hcp) was not sure if it was an issue with the catheter or the pump itself. When they had the pump refilled in (B)(6) 2024 and they took out all of the remaining medication in the pump. It turned out that the pump had never dispensed anything to her, so they ended up pulling out the same amount that had been put in. The patient stated that it took like four months to wean down the dose until they could have the replacement procedure done. The patient did not know what they did with the pump when they took it out but stated there was a medtronic rep at the replacement procedure. The patient mentioned that she has an appointment ¿this coming thursday¿ with her hcp.

Manufacturer narrative:
See h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the cause of the unsuccessful cap study was asked but not known at the times. The medication was being weaned off but plan for intervention has not been established yet. The issue has not been resolved yet. The provided information has been confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4). Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving saline and dilaudid via an implantable pump for unknown indications for use. It was reported that for 'months and months,' the patient hadn't been getting pain relief. In september, the healthcare provider (hcp) told them 'we're not going to keep increasing it' and they started decreasing it. A catheter access port (cap) test performed in september was 'unsuccessful.' A company representative (rep) was there, but the patient didn't know who they were as they were receiving sedatives. Since then they've been going every other week to have their dosage lowered down about 30-40% in preparation for another catheter dye study that's happening on (B)(6) 2023 so that they don't have withdrawal. On (B)(6) 2023 they refilled the pump with saline. A rep was also at their pump implant but they haven't seen them since then. They inquired if a rep could be at their upcoming procedure, and they were redirected to their hcp.